Manufacturer narrative:
The catalog and lot numbers were not provided on the report. The device was reported as an unknown revision cup abg ii. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The surgeon reported: "due to aseptic mobilization of the cup and polyethylene wear, patient underwent to a revision surgery on (B)(6)."

Manufacturer narrative:
An event regarding shell migration and insert wear involving an abg ii cup 5 holes 058 was reported. The event was not confirmed. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records and x-rays are needed to complete the investigation for determining the root cause.

Event description:
The surgeon reported: "due to aseptic mobilization of the cup and polyethylene wear, patient underwent to a revision surgery on (B)(6).